Event description:
Medtronic received information that while the surgeon was performing a mitral valve replacement and upon sizing the valve, the sizer fractured while attempting to slide inside the annulus for sizing purposes. The rest of the sizers in the tray appeared stressed with little lines throughout all of them. The surgeon indicated that no adverse effects occurred and a new set of sizer were used to finish the procedure.

Manufacturer narrative:
Conclusion: the sizer was returned to medtronic fractured in three pieces. Visual examination of the fractured pieces identified cracking and crazing of the sizer head. As described in the IFU, this product is a multi-use product requiring a validated sterilization process to ensure longevity. In addition, the IFU instructs the user to examine the product for cracking/crazing prior to use. The sterilization process used at this facility is currently not known, and the investigation into the root cause for this event is unknown. A follow up report will be submitted upon completion of the investigation.